Event description:
It was observed that during the device evaluation, the camera head exhibited watertight defect. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found watertight defect from the connector rating plate part. Based on the results of the investigation, it is likely that the cause was linked to device but unable to trace specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.